Manufacturer narrative:
No patient information provided as no patient was involved in this concern. This part was discarded at the site and will not be returned to manufacturer for analysis. A medtronic representative went to the site to test the equipment and part replacement. Replaced 8 batteries. The imaging system passed the system checkout and was found to be fully functional. Issue resolved with part replacement. No further relevant issues reported.

Event description:
A medtronic representative reported that during an inspection of the imaging system, the low battery indication was observed once. The battery for the drive system is to be replaced at a later date. There was no patient present when this issue was identified.